Event description:
It was reported that the patient had arctic sun device and it had finished the rewarm phase. They were not controlling the target temperature of 36c. They confirmed there was no alerts and alarms. The flow rate was 2.3l/m, target temperature was 36c, patient temperature was 35.3c, water temperature was 39c. The patient was 111kgs using l pads. The rn stated that abdomen was not fully covered by gel pads. The nurse suggested to add the universal pad to have adequate abdomen coverage. Plugged temperature probe into bedside monitor to confirm patient temperature (same temperatures). They suggested the protocol for external interventions as the device seemed to be functioning appropriately and reminded to do diligent skin checks with the higher water temperature. No more calls from this customer on that same day. The second call received from nurse was on (B)(6) 2023. The nurse stated they had a hard time cooling their patient, it took a while for the patient to reach target. After, the patients temperature was fluctuating below target and then above target, target temperature was 36c. Then they tried to rewarm to 37c, the patient should be almost complete with rewarming. The device said rewarming had 19 minutes left, however the patient temperature was 36.1c. The nurse stated they had 4 large pads and 2 universal pads for good coverage. They also had a bair hugger on the patient. No shivering or microshivering noted. They confirmed rewarming settings and stated rewarm from 36.9c at a rate of 0.25c to target temperature 37c. They explained the rewarm should be set to the current patient temperature of 36c, nurse adjusted and the rewarming duration increased. The water temperature was 24.3c and water flow rate was 3.1 l/min. They confirmed that the foley probe connected to the device was reading 36.1c. And the esophageal probe on bedside monitor was 35.5c. They confirmed no alerts or alarms. The nurse walked through accessing system where outlet monitor temperature (t1) was 21.7c, outlet control temperature (t2) was 21.7c, inlet temperature (t3) was 24c, chiller temperature (t4) was 13.8c, inlet pressure was -7.1, circulation pump command was 87%, mixing pump command was 26%, hc was 0 percentage, water reservoir level was 4, system hours was 7,953, and pump hours was 7,687. Placed device in manual control to heat water to 40c, after about 5 minutes water temperature was 36c. Disabled manual control and resumed therapy. They discussed with nurse for any physiologic or clinical reasons since the patient was having a hard time rewarming. Nurse spoke to neurologist at this time and neurologist decided to discontinue therapy on the arctic sun device. Informed nurse with the amount of hours on the device, if it was not needed for therapy suggested sending it to biomed for evaluation and case data.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue of the device not being able to maintain temperature was not duplicated during testing. No repairs needed. Completed the 2000-hour pm procedure on the device. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. The mixing pump motor had a cracked pump head screw mount. Serviced the circulation pump and mixing pump replaced heater lot 1918 with lot 2225, and replaced both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. Replaced mixing pump motor with due to a cracked pump head screw mount found during servicing the pump. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required in accordance h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient had arctic sun device and it had finished the rewarm phase. They were not controlling the target temperature of 36c. They confirmed there was no alerts and alarms. The flow rate was 2.3l/m, target temperature was 36c, patient temperature was 35.3c, water temperature was 39c. The patient was 111kgs using l pads. The rn stated that abdomen was not fully covered by gel pads. The nurse suggested to add the universal pad to have adequate abdomen coverage. Plugged temperature probe into bedside monitor to confirm patient temperature (same temperatures). They suggested the protocol for external interventions as the device seemed to be functioning appropriately and reminded to do diligent skin checks with the higher water temperature. No more calls from this customer on that same day. The second call received from nurse was on 14jul2023. The nurse stated they had a hard time cooling their patient, it took a while for the patient to reach target. After, the patient's temperature was fluctuating below target and then above target, target temperature was 36c. Then they tried to rewarm to 37c, the patient should be almost complete with rewarming. The device said rewarming had 19 minutes left, however the patient temperature was 36.1c. The nurse stated they had 4 large pads and 2 universal pads for good coverage. They also had a bair hugger on the patient. No shivering or microshivering noted. They confirmed rewarming settings and stated rewarm from 36.9c at a rate of 0.25c to target temperature 37c. They explained the rewarm should be set to the current patient temperature of 36c, nurse adjusted and the rewarming duration increased. The water temperature was 24.3c and water flow rate was 3.1 l/min. They confirmed that the foley probe connected to the device was reading 36.1c. And the esophageal probe on bedside monitor was 35.5c. They confirmed no alerts or alarms. The nurse walked through accessing system where outlet monitor temperature (t1) was 21.7c, outlet control temperature (t2) was 21.7c, inlet temperature (t3) was 24c, chiller temperature (t4) was 13.8c, inlet pressure was -7.1, circulation pump command was 87%, mixing pump command was 26%, hc was 0 percentage, water reservoir level was 4, system hours was 7,953, and pump hours was 7,687. Placed device in manual control to heat water to 40c, after about 5 minutes water temperature was 36c. Disabled manual control and resumed therapy. They discussed with nurse for any physiologic or clinical reasons since the patient was having a hard time rewarming. Nurse spoke to neurologist at this time and neurologist decided to discontinue therapy on the arctic sun device. Informed nurse with the amount of hours on the device, if it was not needed for therapy suggested sending it to biomed for evaluation and case data.